Manufacturer narrative:
Qn#: (B)(4).

Event description:
The customer reports that the needle hub cracked.

Manufacturer narrative:
(B)(4). The customer returned a product lidstock and introducer needle for evaluation. Visual examination revealed the introducer needle contained one large crack in the hub. The returned introducer needle was attached to a lab inventory ars and flushed. The needle leaked a significant amount when flushed. A device history record review was performed with no relevant findings. The customer report of a cracked needle hub was confirmed by complaint investigation of the returned sample. The returned needle hub contained one large crack. A device history record review was performed, and no relevant findings were identified. Based on the sample received, design caused or contributed to this event. A non-conformance request was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that the needle hub cracked.